Event description:
Clinical information: (B)(6) - vista nova study, patient site ID: (B)(6). It was reported the on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels (act) were 325s and heparin was given. A pre-implant balloon valvuloplasty done with a 23mm non-abbott balloon. The valve was implanted at a depth of 6.1mm on the non-coronary cusp (ncc) and 5mm on the left coronary cusp (lcc). After the implant, a post-implant balloon valvuloplasty done with a 23mm non-abbott balloon due to under expansion. After the procedure, the patient transferred from another hospital with infection and positive testing from methicillin-resistant staphylococcus aureus (msra) in the blood culture and nose. There was a suspicion of msra endocarditis and medication was administered. A transesophageal echocardiogram (tee) is planned and patient required prolonged hospitalization

Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of valve underexpansion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported valve underexpansion could not be conclusively determined. The reported unexpected medical intervention was result of case specific circumstances as post-implant valvuloplasty was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.